Event description:
A medtronic representative reported the stealthstation treon system's camera connection would intermittently go in and out. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation of the device has been performed as of the date of this report.